Manufacturer narrative:
The he4 reagent lot number was 84981600. The ca 15-3 reagent lot number was 85448500. The expiration dates were not provided. The field service engineer found the preclean solenoid valve to be rusty. He replaced the valve and confirmed that the analyzer was performing within specification. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of multiple questionable results from the cobas e 801 analytical unit. Two representative examples were provided: example 1 initial he4 result was >1500 pmol/l, and the repeat result was <15 pmol/l. Example 2 initial ca15-3 result was >300 u/ml, and the repeat result was <15 u/ml.